Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the upper display of the external pulse generator (epg) would not work, liquid crystal display (lcd) display flex was damaged. It was noted that the hanger assembly, upper case, lower case and main seal were all broken. An error code occurred twice, main printed circuit board (pcb) was out of specification electrical, capacitor c277 was damaged on the main pcb, keypad was delaminated and six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no upper display when the external pulse generator (epg) was powered up. The epg was returned for service. There was no patient involvement.